Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. All operating currents are within specification. No unexpected battery out limit alarm noted. Unable to prime during prime test due to faulty force sensor. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer's mother reported that the insulin pump alarmed for no delivery. The blood glucose reading was 286 mg/dl. She stated that the customer was treated and that the no delivery alarm had been resolved by a complete set change. Customer also received a battery out limit alarm but her mother declined troubleshooting for both issues as they had already been resolved. She also stated that the rubber part around the screen had been coming undone. She was not sure how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.